Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal right coronary artery (rca). The 2.50x16mm taxus liberte drug eluting stent (des) was advanced to the rca but was unable to cross the lesion. The device was removed and upon examination, it was noticed that the stent was deformed. The physician then dilated the lesion with an unspecified balloon and completed the procedure with another of the same device. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(4).